Event description:
Litigation alleges that patient experienced hip pain, which continued to worsen considerably and significantly impaired ability to perform daily activities and even walk. This resulted in pain and suffering.

Manufacturer narrative:
Corrected: patient sex (male). This information was inadvertently entered incorrectly on the initial medwatch. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed

Event description:
Update - added dummy stem and sleeve, additional surgeon, revision date, sales rep details. Taken from der dated 25th feb 2015 - ab on 3rd march 2015.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation completed. Should further information be received, the complaint will be updated at that time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address failed left hip arthroplasty. During operation, they noted a large fluid collection and a pseudotumor.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 10 apr 2019. Pc-000446894 is a reopen of com-(B)(4) due to receipt of medical records and sticker sheets. After review of medical records, the patient was revised to address failed left hip arthroplasty. During operation, they noted a large fluid collection and a pseudotumor. Doi: (B)(6) 2006 - dor: (B)(6) 2015 (left hip). Added account name, medical history, patient harms, stem and sleeve details. This complaint was updated on 25 apr 2019.